Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 6800 system high voltage cable assembly was broken and the image resolution was too low. No patient injury was reported.